Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple cartridge 8 alarms. The contact did not think the blood glucose level was impacted. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.